Event description:
During a ptca/stenting treatment procedure the maverick2 monorail balloon exhibited a back-flow of blood into the device. This occurred when negative pressure was applied after crossing the lesion during predilatation. The pt was asymptomatic during this event. The lesion being treated was a 99% stenotic lesion in the proximal lad coronary artery. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.